Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dvbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported an infection occurred and the implantable cardioverter defibrillator (ICD) system was explanted. Further review of the manufacturer's database revealed the patient is deceased and died approximately one week post explant. Additional information obtained from the clinic reported the patient developed a multi-organism pocket infection and staphylococcus aureus bacteremia. The ICD system was extracted, a temporary lead was placed and pocket debridement was performed and the wound dressed with a vacuum wound system. Four days after system explant the patient had an implantable pulse generator (ipg) system implanted using an epicardial lead and tolerated the procedure without difficulty. Due to the patient's history of atrial fibrillation, anticoagulant therapy had been on hold and was restarted thirty six hours post implant of the ipg system. Four days post ipg system implant the patient developed severe abdominal pain as well as numbness and weakness of the legs. The patient was found to have aorto-iliac occlusive disease with acute distal aortic thrombosis, acute lower body pregangrenous ischemic with acute renal failure, hypotension and shock. An axillobifemoral bypass graft was performed; however, the patient died the following day. No information related to the cause of death was available.